Event description:
This spontaneous case from united states was received on (B)(6) 2017 from the patient this case concerns a (B)(6) year old female patient who initiated treatment with synvisc one and after a latency of 1 day she experienced swelling/still little swollen/knees swell twice the size of normal, her legs were very heavy, had pain and use a cane to walk around, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications were reported. Patient had history of osteoarthritis. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once at a dose of 48 ml for osteoarthritis in both knees. She said after the injection of the synvisc in both of knees she started experiencing swelling, legs were very heavy, and pain the next day on (B)(6) 2017 after a latency of 1 day. She said she had to use a cane to walk around (onset: (B)(6) 2017; latency: 1 day). She said the physician told her to ice her knees, elevate her knees, and take tylenol for pain for her knees. She said it took about a week for the swelling and pain to go away. Corrective treatment: ice, elevation, paracetamol (tylenol) for pain, swelling/still little swollen/knees swell twice the size of normal, legs were very heavy; not reported for rest outcome: unknown for use a cane to walk around and device malfunction; recovering for others seriousness criteria: disability for use a cane to walk around and device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who experienced being using a cane to walk around, knee pain, swelling of knees, and heavy legs after receiving synvisc one injection from the recalled lot. Temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causality between the events and the product cannot be excluded.